Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the engineering evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware was installed and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device locked up after successfully delivering for defibrillation energy to a patient. The customer advised that after their device successfully shocked the patient, their device locked up. The user had to remove the batteries in order to turn the device off. After re-installing the batteries they were able to power the device back on. The patient was successfully converted during the defibrillation shock. The patient survived the event, however the customer was unable to provide any further information on the event or the patient.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up after successfully delivering for defibrillation energy to a patient. The customer advised that after their device successfully shocked the patient, their device locked up. The user had to remove the batteries in order to turn the device off. After re-installing the batteries they were able to power the device back on. The patient was successfully converted during the defibrillation shock. The patient survived the event, however the customer was unable to provide any further information on the event or the patient.